Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulators were replaced in 2008. Afterward, the pt developed a 107 degree fever, seizures, and kidney failure. She was hospitalized. Reference mfg report # 3004209178-2011-02065. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.